Event description:
Customer alleged discrepant blood glucose results of 52 mg/dl, 214 mg/dl and 179 mg/dl when tests were performed within 5 minutes on the advantage system. Customer reported having no symptoms and took 17 units humulin based on the 179 mg/dl result. No adverse event was reported. A request was made for the return of the suspect devices and replacement product was sent.